Manufacturer narrative:
The insulin pump was received with a blank display due to the corroded electronic assembly. A corroded motor assembly was noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he is on the ocean and got his insulin pump wet. Customer's blood glucose was 162 mg/dl. Customer stated that his pump was submerged into the water. Customer stated that the lcd screen looked like it was foggy inside of the screen. Customer requested for the pump to be shipped out tomorrow.